Manufacturer narrative:
Further analysis indicated that the main printed circuit board was not out of specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the doo button is intermittent. It was also identified that the main printed circuit board was out of specification. The upper and lower cases were broken. All found defective parts were replaced and all issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) emergency button /doo was intermittent. The epg was returned for service. There was no patient involvement.